Event description:
Pt experienced an increase in spasticity. A rotor study was done and no rotor movement was noted. Pt placed on oral baclofen and the pump was explainted and reimplanted with a new pump on the same day. Pt first suspected a possible malfunction in march.